Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced proximal set-up joint (suj) due to the error message. The system was tested and verified as ready for use. Isi has received the suj for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted ileostomy takedown surgical procedure, customer reported the error on arm #1 has returned. The technical support engineer (tse) reviewed the logs and confirmed universal surgical manipulator (usm) failed with 1162 cannula error, the customer disabled arm #1 and completed the procedure as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter indicated the issue occurred during procedure. Ports were confirmed to be placed. System functionality checked upon powering on the system. No errors were found upon powering on the system. It was unknown the troubleshooting steps performed to recover the fault and actions taken to resolve the reported issue. The procedure was completed robotically but it was unknown if the staff used the original configuration to complete the procedure.

Manufacturer narrative:
The proximal set up joint (suj) has been returned and evaluated by the failure analysis team. Failure analysis confirmed the reported error in the log and replicated the error during testing. The reported error results from an issue with the horizonal fiber and wire harness.

Event description:
Refer to h10/h11 for follow-up information.